Event description:
It was reported that the patient presented for a device upgrade procedure. Prior to the procedure, it was noted that the right atrial lead had dislodged. The lead was explanted. The patient was in stable condition.